Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon's glove was pierced by a piece of the fiber metal sticking out from the shell.